Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. However omsc presumed that the reported phenomenon was occurred due to internal dust accumulation for the subject device with following facts from the investigation; -according to the olympus korea evaluation, it was confirmed that the reported phenomenon could not duplicate. -according to the olympus korea evaluation, since it was confirmed that many optical filter errors were verified in the error log and there was a lot of dust was accumulated inside the subject device, olympus korea presumed there was the possibility this phenomenon was attributed to the filter sensor failure. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was blinked at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus korea for evaluation. Olympus korea checked the subject device but could not duplicate the reported phenomenon. However it was confirmed many optical filter errors when checking the error log. It might have occurred that the filter sensor was malfunctioning due to a lot of dust inside of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.